Manufacturer narrative:
(B)(4). The customer's experience of a leak from a cracked female luer was confirmed. During visual inspection it was noted that the female luer received had a vertical hair line crack. The root cause of the crack was not identified.

Event description:
In the oicu, while flushing a syringe line, the top of the tubing cracked and started spraying normal saline. No pt/user harm reported.